Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned for investigation, only lens was returned. Therefore, the sample evaluation could not be performed, and the reported issue could not be verified. Product deficiency could not be identified. Manufacturing records review: the manufacturing record evaluation could not be performed since the lot number is unknown. Historical data analysis: the complaint occurrences evaluation could not be performed since the lot number is unknown. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Partial catalog#: unknown, as lot number was not provided. Lot number: unknown, information not provided. Unique device identifier (UDI #): unknown, as lot number was not provided. Expiration date: unknown, as lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Device manufacture date: unknown as lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was stuck in the 1mtec30 cartridge and the lens came into contact with the patient's eye. There was no surgical intervention required and no patient injury was reported. No further information was provided.